Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had no capture at high output and a low pacing impedance. It was further reported that the rv lead was undersensing the intrinsic rhythm. The lead was programmed off and subsequently capped and replaced. No patient complications have been reported as a result of this event.